Event description:
The lay user/patient's daughter contacted lifescn on june 26, 2006 and alleged that the pt's one touch ultra meter was displaying "other message." The medical affairs specialist (mas) called the reporter on june 27, 2006 and obtained further information from her. The daughter informed the mas that her mother was not able to test on the meter 1-2 weeks ago for about 2 days and she did not know exactly what was wrong with the meter. The meter was turning on, but "giving some kind of message." She further reproted that two days after being unable to test on the meter, the patient was not feeling well (reported symptom of dizzy). The daughter took the patient to the clinical to be tested and the results reported were 265 mg/dl, and 331 mg/dl. She denied that she ever reported a result of "400" as documented. The pt was advised to increase her oral medication, but was not given any medical treatment or intervention. The pt had not taken her oral medication that day prior to going to the clinic. At the time of troubleshooting, it was verified that this is not a new product. The reporter was walked through resolving the issue successfully. This complaint is reported because the pt was not able to test on the meter for two days, developed symptom of dizziness, and obtained an elevated blood glucose result at the clinic. A replacement meter, control solution, and test strips were sent to the lay user/patient.